Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of smaller taper on the catheter tubing was confirmed and determined to be manufacturing related. The product returned for evaluation was one 4fr sl powerpicc solo catheter. A gross visual and microscopic inspection were conducted on the returned unit, but the inspection was unremarkable. A cross-section of the catheter tubing was taken at the nose of the molded joint and at the 15cm depth marker. The catheter tubing outer diameter, inner diameter and wall thickness were measured at these locations. The outer diameter and wall thickness at the nose of the molded joint were found to be out of specification. All other dimensions were found to be within specification. Additionally, the outer diameter was observed to be larger at the nose of the molded joint than at the 15 cm depth marker, indicating that a taper of the tubing was present, but was not within specification. The features observed indicated that the catheter tubing had been inadequately cut during product manufacture.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental report will be submitted with evaluation results.

Event description:
It was reported that the catheter section either lacks an inverted conical design at the tip or the inverted cone is significantly smaller than the normal standard. There was no report of patient harm.